Manufacturer narrative:
The device responded to button presses. No unresponsive button noted. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. The device passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 123 mg/dl at the time of incident. Customer stated that the insulin pump buttons intermittently working. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.